Event description:
It was reported that there was no resistance or difficulty encountered when inserting or removing the isleeve during the procedure. However, during the end of the procedure, when all sheaths were removed, an injection of contrast was used to evaluate the status of the right iliac artery as the iliac lumen diameter was below recommended for isleeve and there was a small dissection noted at the height of the right external iliac artery. The patient's vital signs were stable and a quick repair was made via a femoral to femoral cross over graft. The patient recovered and has no adverse consequences related to this complication.